Event description:
It was reported that there was an issue with bt088r - caspar explor.hookshort-tip90dg 245mm. According to the complaint description, the palpation hook broke off and fell into the knee joint. This occurred during an arthroscopic procedure. An additional medical intervention was required. The broken part was recovered; there was a one hour surgical delay. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation: we made a visual inspection of the product. Micro hooks consist of a handle, shaft and a hook. The hook has a blunt or sharp design. The tissues, nerves, organs and/or vessels can be held with the working end (hook). We detected that the hook was broken. The fracture pattern shows no abnormalities. The manufacturing date of the product is unknown. No other abnormalities are seen. The test results on the connection weld-seam was proved demonstrably: all weld seams were able to withstand tensile forces. The microscopic examination did not reveal any cracks in the weld seam. Thus, plastic deformation took place in all curettes. The results of the tensile test are as follows, the yield strength was approximately at the following forces. 1) fmax= 200n, 2) fmax= 160n, 3) fmax=140n. The determined pull-out force of the laser welded joint was approximately 140n, which is far above the application forces usually used in surgical operations. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable; severity 2(5) and probability 2(5). Explanation and rationale: the instructions for use (IFU) note risk of injury and/or malfunction: - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - always carry out a function test prior to each use of the product. - pay attention to the pointed and sharp working end. Conclusion/preventive measures: the reason for the broken tip was most likely usage error due to an overload situation. This is a violation of force. Based on the investigation results, a CAPA is not necessary.